Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump was not delivering and had diabetic keto acidosis due to this had sticky button and act button was hard to press especially when priming. The customer also reported that the battery life diminished and clip broke. The device will not be returned for analysis.